Event description:
I had a nobel biocare titanium implant (size 3.0 by 11.5) placed in 2014. About a year later, I had the screw and crown put in. Just over a week later, the crown came out. The screw had broken at the juncture where the screw part gets larger and is "hollow" to allow the wrench to torque it in tightly. I had been eating an almond and felt something was not right with the new crown. The dentist removed the broken part of the screw from the implant and placed a new screw, but had to drill into the brand new crown.